Event description:
Article title: circumflex coronary artery to left atrium fistula caused by mitral isthmus ablation. Per a report in the journal of heart, lung and circulation (2014) 23, 689¿692. A single case report, by (B)(6) of (B)(6) hospital, (B)(6), describes a case where mitral isthmus ablation caused a fistula between the left circumflex artery (lcx) and the left atrium (la) and symptomatic ischaemia. The fistula was successfully closed with a covered stent. From the report there was one serious adverse event: lcx to la fistula necessitating closure with a covered stent. Per the article, no other adverse events were reported. There are no death events or device malfunctions reported in the publication. Model and catalog number are not available, but the suspected device is the navistar thermocool. Concomitant product: carto xp mapping system.

Manufacturer narrative:
The product was discarded, therefore, no product failure analysis can be conducted and device malfunction cannot be confirmed. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Concomitant bwi products: product:carto xp system; us catalog # fg-4700-00; serial # unknown. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Manufacturer narrative:
(B)(4)